Event description:
Healthcare professional reports patient with a peritonitis episode. The patient experienced abdominal pain, shortness of breath, pallor, nausea, and constipation. The patient was hospitalized for 3 days and was treated with interaperitoneal (ip) cefazolin 500mg/l, loading dose and cefazolin 125mg/l, maintenance dose. Hcp reports the patient has recovered.